Event description:
The account alleges that during an implantable cardioverter defibrillator (ICD) procedure, the tip of a coronary sinus sheath detached within the patient. The foreign body was removed from the lead by the physicians hand. No medical intervention necessary. No patient injury or delay in the procedure.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.